Event description:
Revision surgery - the glenosphere disassociated from the glenoid baseplate, eight months post-op.

Manufacturer narrative:
On (B)(6) 2013 an agent reported a revision surgery due to the glenosphere dissociating from the glenoid baseplate after eight months post op. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The glenoid head does not seem to be damaged in any way, or any other marks. The insert however is observed to have been worn. The insert normally wears typically starting from the inferior end of the rim due to its potential interaction with the base plate. This could happen in situations where the base plate is installed pointing towards the superior aspect of the glenoid, which can only be determined from an x-ray. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The potential causes for this event include: trauma, excessive loads or range of motion, improper installation and loose joint from inadequate soft tissue support. None of these potential causes were reported with this complaint. Further investigation can be performed only if the information regarding patient's physiology and x-rays of prosthesis or surgical reports are provided. This investigation has found no evidence that a design, material, or manufacturing problem contributed to the need for this revision which was completed successfully.